Event description:
It was reported that bd angiocath catheter broke during retraction. The following information was provided by the initial reporter, translated from chinese to english: the tip of the indwelling needle was not sharp enough during the arterial puncture, and the cannula broke when the needle center was returned to the sleeve. A second puncture is required.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
A device history record review was completed for provided material number 381137 and lot number 1215021. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As neither physical samples nor picture samples were available for return, a thorough sample analysis could not be completed. Based on the investigation results, an exact cause could not be determined for the reported event. It is not possible to confirm that the catheter was defective due to the manufacturing process. If the catheter was already damaged before puncture, the product would not have been used. It is most likely that this defect resulted from the handling of the product during use. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.